Event description:
Clinical study. Same case as 6000089-2007-01420. It was reported that 744 days after a coronary drug eluting stenting treatment procedure, the patient had myocardial infarction (mi), stent thrombosis (st), in-stent restenosis (isr) and required a target vessel reintervention (tvr). The index procedure treated a 20.92mm in length, 90% stenosed (per site, 83% per core lab) lesion in the proximal right coronary artery (prox rca) with predilation and placement of two taxus express2 drug eluting stents of size 2.75x32mm and a 2.75x12mm. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. During a two-year follow-up, the site learned that 744 days post index procedure, the patient presented with recurrent inferior st-elevation mi. The patient underwent cardiac catheterization after being diagnosed with mi. There was 100% thrombotic occlusion at upper 1/3 of the stent and 60% isr in mid stent. The patient received thrombectomy with a 3.0x13mm non-bsc drug eluting stent placed in the target lesion to treat the isr. The events were reported as resolved. The patient was taking aspirin and plavix at the time of the event.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was no received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.